Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-00424; 0001822565-2024-00425. D10-medical product: unknown femoral; unknown tibial tray. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is being considered for a revision due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographic review of x-rays provided identified medial compartment metal-on-metal apposition consistent with severe liner wear or other liner failure such as liner fracture or displacement. There was no osseous fracture or evidence of implant loosening and bone quality was osteopenic. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.